Manufacturer narrative:
Patient outcome was not provided by reporter. Endoleaks are labeled in the IFU. No product or images were provided to assist in this investigation. The zenith device has completed design control requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. In regards to endoleaks, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects; anatomical criteria, anatomical conditions, proper ballooning sites, follow-up guidelines. Specifically, the IFU states that an inverted funnel shape (greater than 10% increase in diameter over 15 mm of neck length) may affect successful exclusion of the aneurysm. Patient anatomy likely contributed to the reported endoleak. Ballooning reduced the endoleak, but did not completely resolve. The physician determined that the endoleak would resolve after heparin neutralization. As with all endoleaks, it is important that the treating physician follow the patient's endoleak appropriately, and provide further treatment if the physician feels the patient is at risk of ongoing sac pressurization, aneurysm growth, and possible rupture. At this time, there is no indication that a design or process induced failure of the device resulted in the reported endoleak. We will notify the appropriate internal personnel of the event and continue to monitor for similar complaints. The risk associated with this failure mode was evaluated per quality engineering risk assessment (qera) and the risk associated with the failure mode will remain at an acceptable level with inclusion of the event. Risk mitigation is not required at this time.

Event description:
A (B)(6) male patient underwent aaa repair under general anesthesia on (B)(6) 2010. The patient's anatomical form was not suitable for aaa repair since his proximal neck was an inverted funnel shape increased from 23mm to 26mm. Final angiography revealed a proximal type I endoleak. Ballooning at the proximal site was performed three times, and the endoleak was reduced. The physician decided to take follow-up observation since the endoleak was thought to be resolved completely after heparin neutralization. The patient's condition is unknown as not provided by reporter.